Manufacturer narrative:
Visual analysis of the photographs identified: rupture: unable to observe due to the conditions of the attached photos. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.